Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level between 226-353 mg/dl, and trace ketones. Customer was treated with intravenous fluids and released from the ER after one hour in ¿stable¿ condition. Tandem technical support (cts) performed a pump system check and air bubbles were observed in the infusion set tubing. Cts guided the customer through priming the air bubbles out.